Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 15187816, description: next generation anchor kit-sterile. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site with symptom of an opening at the battery and there was a fluid leak in the site. The patient was given antibiotics and the physician cleaned the site. The physician did not believe that the infection was device related. The patient underwent an explant procedure.